Event description:
During a plasmapheresis procedure, red cell spill was noted. Procedure was discontinued. The center noticed a broken seal in the collection bowl. Donor had no report of problem, but was sent to hospital for eval of possible small air embolism.

Manufacturer narrative:
Donor was sent to hospital for observation, no ill effect noted, donor is fine.